Manufacturer narrative:
(B)(4). Medical product: catalog #: 113633, comp primary stem 13mm mini, lot # 64488909. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 507950. Catalog #: 110031418, cr prolong 36mm brng std, lot # 64590245. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned.

Event description:
It has been reported patient underwent left shoulder arthroplasty. Subsequently patient was revised due to the tray disassociated from the stem approximately one month post primary implantation.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Visual inspection identified bearing assembled to tray upon receipt. The bearing shows signs of wear likely during removal or tray being disassociated from stem. Reported event was considered confirmed as the x-rays showed disassociation of the humeral implant. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.